Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was unable to capture and pace at maximum output. Undersensing was also noted on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.